Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available and request for return has been made. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained

Event description:
A customer reported to baxter an issue of damaged minicap. The customer stated that a crack was found on the minicap when scrolling with transfer set. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This report of cracked minicap was confirmed. The defect was caused during the manufacture process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required. Additional investigation is being conducted through CAPA (B)(4).